Manufacturer narrative:
Zimmer biomet complaint : (B)(4). This product is same or similar to PMA/510(k) : k182964. All necessary information needed to conduct an investigation into this incident has been received. An investigation is currently underway. Once the investigation has been completed and the results are made available, a follow up MDR will be submitted.

Event description:
It was reported that during a tka over resection occurred on the tibial cuts at around 3mm. In addition to the over resection, additional resections had to be made on the distal femur to correct a valgus cut (around 5 degrees) made with the rosa units assistance. These additional resections made on the femur led to an unknown amount of bone being resected from the femur that could not be measured. The procedure was completed with no known impact or consequences to the patient. Attempts have been made and no further information has been provided at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. The rosa knee system software application log files associated with the reported event was provided for investigation. Investigation of the log files confirmed the reported event of a 3mm over-resection on the tibia (validation was affected) and the unrecoverable robotic error during final knee state. The log file investigation could not confirm the posterior under-resection nor the wrong varus/valgus on of the femur. A field service engineer (fse) went onsite, the staubli controller would not reliably communicate with the clinical pc. The robotic unit was removed from the field and additional tests will be needed to understand the cause of the robotic error. A DHR review was performed and indicated that there was no issue linked to the reported event. The instruments are confirmed to have met specifications and were determined to be conforming when they left zimmer biomet control. A definitive root cause could not be determined but potential causes have been identified. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.